Event description:
Rptr noted insufficient vacuum during phaco. Posterior capsule tear occurred. Unable to use anterior vitrectomy or phaco modes; changed cassettes twice with no improvement. Fragments fell into posterior segment; closed eye. Send pt to retinal specialist at another facility to complete procedure.